Event description:
It was reported that the user¿s glucose was high after the ilet pump became nonfunctional due to a cracked screen that prevented input and the user did not transition to alternative therapy when the pump stopped, later switching to multiple daily injections with subcutaneous insulin pens. Symptoms included hyperglycemia. Outcomes included elevated glucose reported at 400 mg/dl without emergency care or hospitalization. Investigation included troubleshooting and user education regarding transition to alternative therapy and device use when the pump is shut off or stops working. Investigation of this case revealed that the device¿s damaged user interface impeded operation and contributed to loss of insulin delivery, and user action to delay alternative therapy contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage to the pump interface combined with delayed transition to backup therapy.